Event description:
It was reported a patient underwent an unknown procedure on 4/25/2022 and topical skin adhesive was used. Adhesive was applied on the chest. Patient presented with redness over the entire chest area, receded with benadryl. Patient was still reporting pain. Heat with application, adhesive removed in recovery to try and minimize the reaction. Steroids and benadryl given, toradol for pain. No further information was provided. Additional information has been requested.